Event description:
The surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2012 and low vault was noted. The lens was removed on (B)(6) 2012 and replaced with a longer length lens. This resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method - lens work order search, medical review. Results - visual inspection of the lens showed the lens was returned dry and a haptic was torn. A lens work order search revealed that there was no similar complaint for the same type of problem from this work order. Review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patient with low/abnormal corneal endothelial cell density, fuch's dystopy or corneal pathology, patients who are amblopic or blind in fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the surgeon in case of severe deterioration of patient health. (B)(4).